Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor contacted carefusion tech support because they were getting an error messages/ alarms "vent inop" and "motor fault" after changing out the old main printed circuit board for a new one. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support along with the foreign distributor determined that the probable root cause of the reported event, was most likely a faulty turbine assembly. Carefusion technical support shipped the distributor a replacement turbine assembly. They also issued a return good authorization (rga) number to the distributor for the return of the alleged faulty turbine assembly for evaluation. As of (B)(6) 2015, the alleged faulty turbine assembly has not been received by carefusion. Once received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly and turbine interface board and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.